Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2005. It was reported that the pt lost stimulation. When the pt tried to recharge her ipg, the charger allegedly displayed a full charge indicator after approx 13 seconds; however, the programmer displayed the "recharge ipg" message. A replacement charger and programmer produced the same results. The pt stated that she had last fully recharged her ipg in late (B)(6) 2010. The physician explanted and replaced the pt's ipg with a different model on (B)(6) 2011. As a result, the pt regained stimulation and no further pt complications were reported.